Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited functional undersensing and it was found that this lead perforated the heart wall. The physician performed a surgical procedure and successfully repositioned this lead to the septum. Additional information from the field representative indicated the patient developed tamponade due to perforation and underwent pericardial tap. The leaking was resolved shortly after the procedure and the patient was discharged after two days without any further incident. Rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.